Event description:
It was reported that during the loading sequence, the cartridge leaked insulin from the septum. Customer's blood glucose was 7.3 mmol/l. Customer successfully loaded a new cartridge and resumed pump therapy.